Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for routine follow up, oversensing was noted on the right ventricular lead. Review of the electrocardiograms (egms) revealed noise. The lead was capped and replaced on (B)(6), 2019. The patient was stable throughout the event.

Event description:
New information received notes that lead failure with noise was noted.